Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding an internal neurostimulator it was reported that the rep reported an ins with high impedance that was not resolving. No further complications reported.

Manufacturer narrative:
2018-(B)(4) the rep confirmed and clarified that this issue was related to another patient that has already been reported. This file is considered a duplicate. Any new information will be process within pe (B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative: the cause of the high impedance was not known. They remo ved the lead from the ins multiple times, cleaned and reinserted it but it still read high impedance. The ins was replaced and the impedance cleared. (B)(4)-2018, the rep confirmed and clarified that this issue was related to another patient that has already been reported.